Event description:
It was reported that the insulin pump had a cracked display screen. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.

Manufacturer narrative:
.